Event description:
A malfunction was reported involving the battery life of a device, which was not lasting as long as it previously had, leading the customer to have to charge it more frequently. There was no adverse impact to the customer's blood glucose level. The customer declined support from technical support, and no further corrective actions were taken.